Event description:
The customer reported that she was hospitalized due to low blood glucose levels, with a reading of 27 mg/dl. Prior to the event, the customer was going to treat for her carbohydrates, but she was extremely tired. The customer was not sure if she ever ate the carbohydrates or not. The next thing the customer remembered was waking up in the hospital. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.